Event description:
Customer reports the tips of the saliva ejectors come off in the pt's mouths. The tips were removed without incident. No injury is reported.

Manufacturer narrative:
Follow-up report stated no samples were returned with this complaint. This was an incorrect statement. One hundred one samples were returned and evaluated as stated in initial & follow-up #1.

Manufacturer narrative:
No samples were returned with this complaint; however, samples were returned by the customer for a similar complaint. The samples were checked for damage, missing tips and security of attachment. No problems were found. Co was unable to check the lot history as no lot info was provided. Due to similar complaints, the mfg plant instituted additional production checks, and increased qa testing for tip bond security.